Event description:
The harmonic ace instrument was returned to intuitive surgical, inc. (Isi) with no associated complaint. There was no reported injury. Isi made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument and completed the device evaluation. Failure analysis investigation found the instrument to have a broken blade. The blade broke at roughly 0.09¿ from the base and the broken piece was not returned. Any inadvertent contact with staples, clips, or other instruments while the device is activated may result in a cracked or broken blade. Blade damage may be detected by the generator with a solid tone or an error. Scratches on the blade tip may also lead to premature blade failure. Field d6 is blank because the product is not implantable.